Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd nexiva¿ closed IV catheter system the needle is sticking. The following was received by the initial reporter: several complaints from area 1 nurses today as well as lab again. I had several 20g's that would bend in the vein again and caused the IV to blow. Witness this time. Xx, xx, xx, xxamong others complained today about the issues. Also, several c/o the needle sticking when pulling it out which causes you to lose the IV. Additional info received on (B)(6) 2023. I believe that the needle is sticking when attempting to pull it out and the catheter is bending in the vein. I only have two actual documented events (B)(6). Neither of the documented incidents caused patient harm or required additional medical interventions.